Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported that the patient underwent a total knee arthroplasty on an unknown date in 2007. Subsequently, the patient was revised on (B)(6), 2015 due to metallosis and wear as a result of the poly bearing splitting. The patella, bearing, and locking bar were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 11 states, "wear and/or deformation of articulating surfaces."

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation determined that both condyles show evidence of delamination and cracking that is consistent with oxidative degradation of the polyethylene. The location of the delaminated areas suggests that the femoral component was shifted anteriorly on the tibial bearing. Root cause could not be determined.